Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported; however, the pd nurse reported the patient had the hernia ¿for a long time¿ and had nothing to do with baxter products. It is unknown when the patient started pd therapy and if the hernia was present prior to start of pd therapy. It is also unknown if the hernia was worsened by pd therapy. It was reported the patient was hospitalized for the event and another indication. Treatment for the hernia was not reported. At the time of this report, the patient outcome of the hernia event was not reported. No additional information is available as the pd nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.